Event description:
It was reported to medtronic neurosurgery that since the strata valve was implanted the patient's ventricles have not reduced in size. It was also reported that the patient was discharged to home.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.